Event description:
Additional information was received from the patient (pt). Pt called back stating they need somebody to meet them to reprogram their stimulator because the stimulator was not working right, they only feel the stimulation on right side of their spine and don't feel the stimulation on the left side. Pt stated they were not getting any relief at all for their upper back pain; the stimulator was supposed to be for lower and upper back pain. Pt also mentioned that they're in a lot of pain. Pt already tried to adjust the stimulation and switch to a different group but that didn't resolve the issue. Pt already tried to contact their doctor, and they just hang up on them. Agent had difficulty understanding the patient. Pt asked if patient services have the information what kind of device they have because their doctor asked them where their pain is if it's in lower or upper back and they said, 'it's in both'. Pt stated they put 2 leads, and they wanted to make that their upper back is covered because they felt nothing in their upper back. Agent reviewed patient services role. Agent reviewed contacting the field for visibility. Patient called back and repeated previously documented information. Patient called back to follow up on yesterday's request for a manufacturer representative (rep) to call them. Patient stated that they are in experiencing a lot of pain right now and they need their settings reprogramed. Agent reviewed information. Agent sent a follow up email to the field. A health care professional (hcp) called and reported pt has been in a lot of pain, patient indicated rep had seen pt on (B)(6) 2026. Additional information was received from the pt. Pt reports being in severe pain and mentioned that they haven't slept for 4 days because of it. Pt and pt's representative re-iterate the pt is only getting stimulation on one side and only on the lower back. A manufacturer representative (rep) reports they are meeting with the patient on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating they are unsure why the jolting is happening, since no one has met with the patient yet. Patient will be reprogrammed on (B)(6) to troubleshoot issues. If the rep has further updates on 03/31 they will be reported to us. Information has been confirmed by a physician.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was patient stated they think they need to adjust the therapy better. Patient stated they have a lot of pain up in their middle back where they did the paddle leads, and it hurts up there. Patient mentioned they got the stimulator for lower back pain and their lower back is kind of ok but their upper back is killing them. Patient said they have been in group b for a couple days now and today their pain is just off the hook and it's up there between their shoulder blades. Patient noted they had to cut a piece of bone off so they are probably just having pain from the surgery. Patient confirmed they had group a at 1.9 ma and 2.1 ma prime. Patient switched groups the intensity to 4.0 ma on group b and got a jolt of electricity up their back when they coughed. Pt will adjust therapy as needed and will follow up with their managing hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.